Event description:
During an in clinic follow up, r wave amplitude variation was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed, however, a micro-dislodgement was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.